Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Pump was found to be displaying "1872" error code message on power up when batteries are inserted during the investigation. Recommend a motor and scratched lcd lens to be replaced. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave error code 1872. The issue occurred during testing with no patient involved.